Manufacturer narrative:
Distributor (B)(4) has been contacted to request additional info and return of the concentrator for investigation.

Event description:
Pt's daughter stated that concentrators arrived smelling "toxic" and caused her mother to have "dry heaves" and "black out". Her mother was removed from her home and the house was aired out. A replacement unit was received and her brother "opened the box and it smelled so bad. He said his lungs were hurting after he opened."